Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with far r over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No patient consequences or symptoms were reported.